Event description:
45 yr old female - rn assisting during delivery. Portable procedure light fell off stand striking employee in lower back. 2 bolts holding light completely sheared off. Evaluation of employee in emergency dept revealed eccymotic area at base of lumbar spine. No sequelae anticipated.